Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) medical center reported a potential missed asystole alarm at the central nurse's station (cns: (B)(4); sn: (B)(6)) on (B)(6) 2021 at approx. 10am cst. The customer stated that when they reviewed the alarm history, they could not see the missed alarm in the that history. Service requested: troubleshooting. Performed: according to the customer, the site had their org software updated and believes that the staff may have confused events because of the updated software. The customer was advised to correct the workflow to mitigate future misinterpretations. Investigation summary: from the information available, the possible cause of the issue could be user error/ misinterpretation as a missed alarm, due to unfamiliarity with the updated software. Nk ts and qa made multiple attempts ((B)(6)) regarding issue resolution with the customer but were met with no response. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue was supposedly a user error/ misinterpretation as a missed alarm due to unfamiliarity with the updated software. The following fields are not applicable (na) to this report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 on (B)(6) 2021 - an attempt to gain additional information on the event and the patient demographics in a2-a6 was sent to the customer, with no response received from them. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: org: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni transmitter: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative manufacturer references (B)(4).

Event description:
The biomed engineer reported that a potential missed alarm may have occurred on (B)(6) 2021 at approximately 10am cst. The biomed engineer stated that they couldn't see the missed alarm in the alarm history. The biomed engineer reported that their site has had the org sw update completed and believes that with the new sw and recent update, the staff may have confused events and suspects the workflow may need to be corrected, but they wanted to report the potential missed alarm anyways. No patient harm occurred.

Manufacturer narrative:
The biomed engineer reported that a potential missed alarm may have occurred on (B)(6)2021 at approximately 10am cst. The biomed engineer stated that they couldn't see the missed alarm in the alarm history. The biomed engineer reported that their site has had the org sw update completed and believes that with the new sw and recent update, the staff may have confused events and suspects the workflow may need to be corrected, but they wanted to report the potential missed alarm anyways. No patient harm occurred. Nihon kohden continues to investigate the reported event. Manufacturer references (B)(4).

Event description:
The biomed engineer reported that a potential missed alarm may have occurred on (B)(6)2021 at approximately 10am cst. The biomed engineer stated that they couldn't see the missed alarm in the alarm history. The biomed engineer reported that their site has had the org sw update completed and believes that with the new sw and recent update, the staff may have confused events and suspects the workflow may need to be corrected, but they wanted to report the potential missed alarm anyways. No patient harm occurred.